Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with information to reset the pump, and although the malfunction recurred after resetting, the decision was made to replace the pump. Upon review it was determined that customer may continue to use the pump as error did not reoccur. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.